Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump recorder did not print" is not confirmed. The pump was checked by the hospital biomed and they could not reproduce the printer issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump recorder won't print a strip either with a demand request or with the scheduled print option set. Paper in the pump does not advance/print with either a demand print or 15 minute scheduled print. The screen blanks out when any button is pressed on the monitor and when they attempt to print. The clinical support specialist relayed that the pump should be changed for a second console and that the pump be sent to biomed. There was no patient injury, complications or a delay in therapy reported. The pump is supporting the patient appropriately. Patient outcome was reported as unchanged during the call.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump recorder won't print a strip either with a demand request or with the scheduled print option set. Paper in the pump does not advance/print with either a demand print or 15 minute scheduled print. The screen blanks out when any button is pressed on the monitor and when they attempt to print. The clinical support specialist relayed that the pump should be changed for a second console and that the pump be sent to biomed. There was no patient injury, complications or a delay in therapy reported. The pump is supporting the patient appropriately. Patient outcome was reported as unchanged during the call